Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: sample issue. Manufacturer contacted customer on (B)(4) 2016 to ensure the new product replacement is not displaying e-0 as well as customer's condition; customer condition improved from the initial contact, did not seek medical attention instead of borrow a friend's meter (truemetrix); customer is satisfied with blood glucose test reading.

Event description:
Customer called with regards e-0 error message on the true metrix meter. Customer does not feel well has symptoms as dizziness, confusion and dry mouth. Customer was advised to seek medical attention or call 911, customer is insulin dependent. The customer expected result 150mg/dl-160mg/dl fasting. Verified test strip expire 1/31/2017.